Event description:
The balloon was inserted under fluoroscopy without incident. Approx 16 1/2 hours later, blood was noted to be leaking around the seam of the central lumen arterial line connection. The physician was notified, and bone wax was applied to help stop the leak. The balloon was discontinued later that day. The balloon intermittently leaked until it was discontinued. The balloon was sent to MFR for further investigation.